Manufacturer narrative:
One 19f ultimum introducer sheath was received for evaluation. The dilator was also received. The reported event of a leak was confirmed. Air aspirated into the syringe during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted on the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a transcatheter aortic valve implantation procedure, the sheath started leaking from the hemostasis valve. Saline was injected continually to reduce the bleeding. The leak became worse during procedure. The procedure was completed using the same sheath with no adverse patient consequences.